Event description:
It was reported that pump screen appeared black although buttons could be felt and pressed, while pump showed red light blinking around button and vibrated repeatedly. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it within required timeframe, and technical support arranged shipment of replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement device.